Event description:
It was reported that during an in-clinic check, post-paced t wave oversensing was noted on the device. Programming changes were performed. The patient was in stable condition with no adverse health consequences.